Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, while the physician tried to place the right ventricular (rv) lead in the lower septum of the rv the lead helix extended with only 4 rotations and perforated the myocardium which resulted in internal bleeding and subsequent cardiac arrest. The patient was cardioverted into normal sinus rhythm and intubated. Then the right atrial (ra) lead was successfully implanted and the leads were connected to the implantable pulse generator (ipg). Six hours post implant the patient experienced cardiac arrest again due to internal bleeding and died. The implanting physician suspected that the death was related to the perforation secondary to the helix mechanism on the rv lead. No additional information was provided. The ipg and leads will not be returned.